Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was not established as no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had faulty image and image was glitching and kept blacking out. The event had occurred during colonoscopy diagnostic procedure while the patient was under sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.